Manufacturer narrative:
The device history records were reviewed when there were no discrepancies or unusual findings.

Event description:
The physician reports that the crystalens had haptic damage. Additional information was requested from the physician; however, no further details were provided.